Manufacturer narrative:
A product development investigation was performed for the subject device (part number, 310.95, handle with mini quick coupling, stainless steel). The subject device was received with the complaint of ¿will not connect.¿ the returned stainless steel handle with mini quick coupling did not have a lot number etched on it, so it was likely manufactured by mathys osteosynthese. The part seemed to be in good condition and seems to be very lightly used. However, the set screw on the handle had some minor deformations on it which seem to indicate that attempts were made to remove the screw. The stainless steel handle with mini quick coupling (310.95) is included in the screw removal set for removal of intact screws per the technique guide j8569-c. Since the stainless steel handle with mini quick coupling did not have a lot number etched on it the oldest available drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the fact that the returned stainless steel handle with mini quick coupling did not have a lot number etched on it, it is likely that the part is over 15 years old. A known working 2.0mm stardrive blade with a mini-coupling connection (314.676.001) (4807462) was used in an attempt to confirm the complaint condition. When using the known good part the complaint condition could not be confirmed, and the handle coupled with the sample stardrive blade. The returned handle with mini quick coupling is nearly 10 years old and seems to have been heavily used. Although a definitive root cause could not be determined, it is likely that the complaint condition is due to the part being used routinely for nearly 10 years. Also, the condition of the set screw seemed to indicate that it was attempted to remove the screw and the part could have possible been taken apart during sterilization which could compromise the small inner mechanisms which play a role in the handle coupling with suitable mini-quick coupling attachments. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a depth gauge for 2.0mm and 2.4mm screws broke off. Also, a handle with mini quick coupling would not connect. It was later discovered that a piece of another object had broken off inside of the nose piece. The reported fragment did not have a lot number. These events were discovered during routine set checks for maintenance. No patient or surgical involvement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; investigation is on-going. Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. Service and repair evaluation: the customer reported the item would not connect. The repair technician reported the locking slide was jammed, an object broke off inside the nose piece, and the item did not have a lot number. Binding is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 29-jun-2015 for further investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.